Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery ir test failure) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to high-voltage capacitor c19 on the defibrillator pca. The c19 capacitor leads were broken from the defibrillator pca. The root cause for damaged capacitor was excessive force. The monitor plastic enclosure was damaged and the exhibited signs of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor failed a battery internal resistance (ir) test.